Manufacturer narrative:
Still under investigation.

Event description:
Male pt had extensive avulsions and lacerations on his lower leg from getting caught up in a boat propeller. The wound was initially dressed with a towel, but was soaking through. There were 2 wounds approximately 8-10 inches long and approximately 4 inches wide, one on the medial side of the left lower leg, the other on the lateral side of the left lower leg. The mat tourniquet was applied approximately 3 inches above the knee. Upon tightening, the medic noticed that the venous bleeding had stopped, but the arterial bleeding was still present. The medic continued to tighten the tourniquet and as arterial bleeding was slowing down, the web strapping slid through the buckle. The medic tried to tighten the strap through the buckle again and attempted to tighten the tourniquet again but it happened again. At this point, the "(B)(6)" was landing so the medic packed the wound with trauma dressing. The (B)(6) nurse exposed and clamped off the arteries. The pt was ok. (B)(4).